Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked by the corners and the tubing guides, the bottom case was cracked by the l bracket, the right plunger case was cracked, and the plunger case seal was missing. A review of the event history log identified force sensor test error in the history. During the functional testing the force sensor reading was stuck. The root cause of the problem was that the force sensor was out of calibration from normal wear as the device was over 4 years old. Replaced the force sensor and performed preventative maintenance and all functional testing. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).